Event description:
Event was a revision surgery for a shoulder implant. Dislocation occurred approximately 12 days after primary surgery. During the revision surgery, the surgeon upsized the humeral cup.